Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were reprogrammed to try and resolve the issue of their stimulation turning on/off after recharging and feeling like all the air in their body is going out when stimulation is off. However, the issue was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they charge their implantable neurostimulator (ins) every 30 minutes, every afternoon. They stated that about 8-10 minutes after they complete the charge, they feel like the stimulator turns off and right back on again. The patient added that when they turn off their stimulation, they feel like all of the air in their body goes out from their hip down to their knee. The patient compared it to a balloon that is allowing all the air to come out. They mentioned that they know their stimulation is on, because they can still feel it. The patient has already spoken to their manufacturing representative (rep) about the issue, and is supposed to be meeting them for reprogramming. However, now the patient can¿t get a hold of the rep to set the appointment up. The patient was to continue to follow-up with their healthcare provider. Patient services also sent out a message to notify the rep. No further complications were reported or anticipated. Additional information received from the manufacturing representative (rep) indicated that they were notified by the patient¿s doctor¿s office that the patient had been trying to get in touch with them, but the patient had the wrong number. The rep stated that once they were given the patient¿s number, it was increasingly hard to get in touch with the patient. They noted that another manufacturing representative is meeting with the patient on the day of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.